Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the right ventricle lead exhibited failure to capture. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.